Manufacturer narrative:
Product evaluation: the product was returned for analysis; the report complaint could not be verified. The product was returned and damaged was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: while we are unable to determine the origin of damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/11/2011, 02/14/2011, and 02/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to mechanical failure related to the patient experiencing poor vision without correction, problems with depth perception and residual hyperopia. The iol was exchanged for a different model lens. Additional information has been requested.